Event description:
It was reported that the user experienced hypoglycemia after announcing a larger-than-usual meal on a newly initiated ilet pump, then paused and disconnected the pump as glucose declined; the reported low was 44 mg/dl with a current reading of 47 mg/dl, and the user ingested 15 g of oral carbohydrate per education provided. Symptoms included shakiness and nervousness consistent with hypoglycemia. Outcomes included urgent low glucose requiring prompt oral carbohydrate treatment and monitoring. Investigation included remote troubleshooting and education regarding initial pump use, meal announcements during the first week, and the pump¿s automated insulin suspension prior to hypoglycemia, with guidance not to pause or disconnect the pump. Investigation of this case revealed no device malfunction reported and user behavior consistent with potential over-bolus or early algorithm adaptation, with interruption of insulin delivery by pausing or disconnecting potentially contributing to glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with user-related factors and early adaptation during initiation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.